Manufacturer narrative:
The root cause of the delivery issues was determined to be patient condition as stenosis was suspected. No product or data was returned for this investigation. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella 5.0 device for mechanical circulatory support. It was reported that the impella 5.0 was unable to be inserted through the subclavian artery. The vessel was measured upon initial cutdown and was found to be 8mm, so the 5.0 insertion was attempted. The physician felt resistance and suspected stenosis so it was decided to place a cp instead. There was no patient harm reported.